Manufacturer narrative:
Analysis found the unit alarmed compromised force sensor system due to a faulty force sensor resistor. There was no motor error alarm noted. The motor was tested outside of the device and passed the motor test. The drive support disk was inspected and no anomaly was noted. There was no compromised force sensor system alarm or motor position encoder error alarm noted.

Event description:
The customer reported via phone call that the insulin pump received a compromised force sensor system alarm and a motor error alarm. Her blood glucose was unknown at the time of incident. The customer stated that insulin squirts out during the manual prime process. She stated the insulin pump was not dropped or bumped. She stated that the drive support cap was recessed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.